Manufacturer narrative:
D10: 02-010-01-0260 - logic femoral ps cem left sz 6: (B)(6), 02-012-44-6015 - logic tibia imp psc ins, sz 6, 15mm: (B)(6), 02-022-45-6050 - truliant tib fit tray cem sz 6f / 5t: (B)(6), 200-02-41 - three peg patella 41mm: (B)(6), 201-78-12 - holding pin lg head sharp point med 2pk: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial total knee arthroplasty. Subsequently, the patient reported experiencing pain and swelling in their knee. As a result, the patient underwent a knee revision an unknown amount of time after initial implantation. No further patient impact reported. No further information available.